Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons damaged) was confirmed. Upon investigation the metallic dome, which acts as the response button switch, was missing from the rear response button causing the response button to be non-functional. The root cause of the missing dome was unable to be positively identified but is unlikely due to physical abuse. No adverse event resulted from the defective response button. The patient was issued a replacement monitor.

Event description:
A patient contacted zoll customer support to report that his monitor response buttons were damaged. The patient was issued a replacement monitor.